Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a pelvic prolapse repair procedure on (B)(6) 2016 and the suture was used. The patient returned with suture breakage the next day. Two days later, the surgeon repaired with other suture. Additional information has been requested.